Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while the patient activated a pod after the double beep the cannula did not deploy and the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied.

Manufacturer narrative:
The returned device was evaluated and the pod was received unemployed. Every pulse delivered to the pod timed out. There was a continuous drive stall throughout the pod¿s run. An 0x5c alarm was sounded by the pod, indicating that the open count was too low at the end of first prime. The top battery was depleted. Only once the top battery was powered could the pod connect to a pdm, undergo priming, and deploy the needle. Although the pod was able to connect to a pdm and undergo priming, an 0x5f alarm was sounded during this run, indicating that the hook switch ground was open. There were timeouts in this run although the drive mechanism was observed to operate normally. The sma wire resistance was within specification. When the hook post spring was pushed down, it popped back up, and all the rungs remained visible. A discontinuity between the hook post spring and the pcb caused the 0x5f alarm.